Manufacturer narrative:
(B)(4). The device has not been returned to the manufacturer. A review of the manufacturing records showed no anomalies.

Event description:
It was reported that during the operation, the surgeon did the patency test and found a breach on the port. The device was replaced. There was no impact to the patient.